Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedances on the right atrial (ra) lead. Loss of capture and low r-waves were also observed. No programming changes were made and the products remain in service. The ra lead is a competitor's lead. No adverse patient effects were reported.